Event description:
The customer stated that her blood glucose reading was 52 mg/dl. During the phone call, the customer was disoriented, so paramedics were called to assist her. The phone call was disconnected when paramedics arrived. The customer was advised to call back to perform troubleshooting when she is feeling better. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.